Event description:
It was reported that: the pt states that she has been in pain for the past 10 months. One day she bent over and experienced a sharp major pain in her hip and has been in pain ever since. She consistently has pain when she attempts to rise from sitting and is unable to go up and down steps. She now has an unusual gait when walking due to the pain and weakness in her leg. Previous x-rays of the right hip have shown the implant to be intact. She was referred to the local pain clinic and was twice given cortisone injections. The injections have not relieved her hip pain. She has a prescription for hydrocodone. She is scheduled for testing in an office visit next week. Update: it was reported that the pt had mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudo tumor formation after rejuvenate femoral component due to modular neck - stem mechanism of failure.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.